Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2005. It was reported that his ipg would no longer recharge nor could communication be established with the device via the programmer. No parameters were provided to determine if the patient's ipg had reached its expected end-of life. Surgical intervention was undertaken to replace the patient's ipg, and effective stimulation was captured as a result. No further complications were reported.